Manufacturer narrative:
(B)(4). G2: japan. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : will be returned.

Event description:
It was reported that during the surgery, the first anchor didn't deploy from the device even after the surgeon pressed the black button following the normal procedure. After that, the first and second anchor were pushed out together when the surgeon pressed the black button a second time. There was no patient injury as a result of the malfunction. Attempts have been made and there is no further information at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the returned device identified the pusher assembly had been cycled once and both anchors had been deployed. The device history records were reviewed and no discrepancies were identified. The root cause is attributed to use error. Evaluation of the returned device identified that a cycle had been attempted, but not achieved. The surgical technique states to, "fully advance the black button to deploy the first anchor." A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.